Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 417 mg/dl. Customer reported insulin pump received error. Customer was able to clear alarm but was not able to rewind process. Insulin pump will returned for analysis.

Manufacturer narrative:
Device was received with a pump error 43 alarm during rewind test due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 43.